Event description:
It was reported that sensing difficulty occurred as frequent r wave double counting. The lead was removed from service. No patient complications have been reported as a result of this event.